Manufacturer narrative:
Per tandem user guide: the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer blood glucose was 500-600 mg/dl at time of event. Elevated blood glucose was addressed with a manual injection. Customer changed pump supplies to address the issue and resumed insulin therapy.